Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that ippc computer was having boot issues. To resolve the problem, fse replaced the ippc and reloading software to ippc. After replacing ippc and reloading software to ippc, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information the procedure completed by same allura system. The procedure was completed as planned by restarting the device. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.